Event description:
The customer reported multiple errors which locked the system up and prevented fluoroscopic exposures from being created. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The IV (high voltage) cable was evaluated and replaced. The generator was also recalibrated and the system nodes were reloaded with the appropriate software. The system was tested and found to be working as intended and put back into service.